Event description:
It was reported to philips that, during a cardiac arrest, electrode pads m3713a were applied to the patient and connected to the defibrillator. The patient had regained pulse and was in arrhythmia. After connecting to the defibrillator, the device would not charge. The device was swapped for two other devices. The new pads were applied to get a successful cardioversion. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number (B)(4).

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number (B)(4).